Event description:
The customer reported that the insulin pump with sensor went to threshold suspend. Customer stated sensor reading was 58-59 but her blood glucose was 90 mg/dl. Customer stated the insulin kept going off, her blood glucose right now is 58 mg/dl. Customer declined troubleshooting. Customer was advised to pull out the needle and customer stated that it was a little bent. Advised customer the sensor would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.